Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cardiosave intra-aortic balloon pump (iabp) batteries are dead, and not charging. There was no patient involvement reported .

Event description:
N/a.

Manufacturer narrative:
A support call was received for the reported malfunction. Fse advised to leave the pump to charge over night. No issues the following day, batteries holding charge. The iabp was released for clinical use.